Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. No parts have been received by the manufacturer for evaluation because they were discarded at the site. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the biopsy needle was not visible by the camera during navigation. Troubleshooting included trying another needle with same lot number. There was less than an hour delay in the procedure. No impact on patient outcome. Additional information was received for the manufacturer representative (rep) stating that no needle was recognized by the camera, not even the second needle. The health care professional (hcp) did the biopsy without the needle because the tumor was on the surface of the brain just after the entry point. So they did it manually. The rep went to the site the day after the procedure, they performed a biopsy with a phantom head. The procedure worked perfectly. The biopsy needle was recognized by the camera. The rep stated that to be sure that the hcp follows the procedure correctly, they will join for next biopsy surgery.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: single use product - yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that it was not possible to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.